Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Blood glucose at the time of incident was unknown. Troubleshooting was performed. Customer stated that the battery cap is missing is missing. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Battery cap replacement will be sent. Device is not expected to be returned for analysis.